Manufacturer narrative:
Results: evaluation of the returned product did not confirm the reported issue; the alarm was tested for power three times an powered on each time. However, the factory voice message does not play and a clicking noise sounds in place of the message. The tone sounds as it should. The alarm's battery door is missing. (B)(4).

Event description:
Customer reported the alarm has no power. Batteries have been replaced with a new supply. No visible damage reported. Customer could not provide the date when found. No patient incident or injury was reported.